Manufacturer narrative:
According to the reporting person there is no chance of getting any further information like surgical reports, x-rays or anything else. Without the requested information a detailed investigation is not possible. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
It was reported that a revision surgery was performed due to stem fracture.